Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's representative stated serious bodily injuries, including but not limited to, foreign body reaction, vaginal pain, bladder pain, pelvic pain, bladder spasms, burning sensation with urination, recurrent urinary tract infections and other injuries.